Manufacturer narrative:
(B)(4). A manufacturing record evaluation was performed for the finished device mlu013 batch number, and no non-conformance's were identified. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent.

Event description:
It was reported that the patient underwent a c-section surgery on (B)(6) 2019 and suture was used. The needle popped off of the suture at the swage. Changed to another device to complete the surgery. There were no adverse consequences to the patient.